Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2020. H3 evaluation: product received one broken piece of drain, about 25 cm long, only the tubing part. In our process, every batch of drains is tested for tensile strength (tear test) in order to exclude possibility of weakened batch. The drain could break following some damage ie. During milking.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, however not received to date. Was the drain removed? Yes. Did the drain require replacement with a new drain to be placed surgically? =>no further information is available. The drain broke outside the body.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been made, no response has been received to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. The drain was "milked" and it was broke. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient. Additional information was requested.